Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8578, lot#: n272307002, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, serial#: (B)(4), product type: catheter. Analysis of the catheter found that there was difficulty with the sc catheter that led to explant. Analysis of the pump identified a non-conformance. Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were received for analysis.

Manufacturer narrative:
The main device, other components include: product ID: 8578, lot#: n272307002, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 125 mcg/cc of compounded baclofen at 32.85 via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2017, it was reported that, during a planned pump replacement, the connector portion of the catheter was not coming off of the pump. The connector would not disconnect from the old pump; the hcp tried to take it off but was unsuccessful. Eventually, the metal portion of the connector disconnected from the rest of the connector. The metal portion was stuck on the pump. A pump revision kit was used to replace it. It was reported that it was unknown what environmental/external/patient factors might have led or contributed to the issue. No symptoms were reported related to the event. The patient's status was listed as "alive-no injury". The issue was considered resolved at the time of the report.